Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The follow information was obtained from the ivr general meeting of (B)(6). On an unknown date a 20mm amplatzer vascular plug ii was implanted successfully. For a routine follow-up 3.5 months after implant, the phenomenon of short circuited blood flow and thrombus formation were not obtained, resulting in re-emboli. An occlusion was performed and the patient was reported to be in good condition. Additional information was requested.

Manufacturer narrative:
An event of re-emboli was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.